Manufacturer narrative:
(B) (4)

Event description:
It was reported that the patient experienced a loss of therapeutic effect. She was waking up at night and getting shocked. She also felt a pinching/stimulation feeling at the incision scar along with swelling at the site. The device was reprogrammed three times with no change. Follow-up with the physician revealed that the patient has a history of back problems and was still experiencing symptoms of gastroparesis. The patient's status was reported as no injury.